Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that they experienced a high blood glucose level of 600 mg/dl. The caller stated that they had to go through many infusion sets due to no delivery alarms and bent cannulas. The customer treated their high blood glucose with manual injection and infusion set changes. The caller declined troubleshooting for bent cannulas, no delivery alarm, and high blood glucose. The insulin pump will not be returned for analysis.